Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned evaluation will be completed and final report will be submitted.

Event description:
"During a declot, fogarty balloon snagged and ruptured at a stenotic area at the apex of the loop graft. Upon inspection, a 3mm portion of fogarty balloon was unaccounted for."